Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was reported as ¿careless for diet¿. It was not reported if the patient was hospitalized for the event. The patient was treated with anti-inflammatory drugs, reported as ¿eg.levofloxacin¿ for the event. The patient has recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available as the reporter declined to provide further information.